Event description:
It was reported that the right ventricular (rv) lead exhibited a large number of sensing integrity counter (sic) oversensing episodes. It was also reported that the right atrial (ra) lead exhibited far field r wave oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.